Event description:
It was reported that, following a recent implantable neurostimulation replacement, the pt developed sepsis due to a fungal infection. There were no further details provided regarding the device replacement. The pt was hospitalized. The left lead was removed due to infection. Upon being discharged from the hospital, the pt experienced bradycardia. The pt did not have a history of cardiac issues. It was unclear whether the bradycardia occurred with the stimulation turned off. The pt was to be re-implanted pending recovery from the infection. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).